Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a system message that could not be cleared with rebooting. There was no back up system available, therefore, the case was canceled. The patient had been given drops, but was not prepped for the case. There was no patient injury reported. Additional information was received: the nurse reported this event occurred during setup.

Manufacturer narrative:
A company service representative examined the system. The fluidics module was replaced and preventive maintenance was performed. The system was then tested and met all product specifications. The replaced part will be returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).